Event description:
The patient received his scs system on (B) (6) 2008. It was reported that around (B) (6) 2009 the patient was unable to recharge his ipg. Additional attempts at charging were made with 3 different chargers with no success. There were no issues with the patient's programmer. The physician explanted and replaced the ipg on (B) (6) 2010. The patient has not had any further issues reported.

Manufacturer narrative:
Type of reportable event: "malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Device evaluation is still in process. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.